Manufacturer narrative:
This report is submitted on 06 december 2019.

Event description:
Per the clinic, the patient experienced infection at abutment site which was treated with antibiotics (type and date not reported).